Event description:
It was reported by a medical professional that a vns patient was deceased. The relationship to vns is unknown. No additional relevant information has been received to-date.

Event description:
Follow-up to the funeral home where services were performed revealed that the device was discarded. Attempts for death certificates to the state have revealed that access is restricted to the decedent's immediate family. Attempts for additional relevant information have been unsuccessful to-date.